Event description:
Caller states patient received results of 29.4 mmol/l and 12.9 mmol/l within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during implant the lead prolapsed upon insertion in the right atrium. The lead was unable to stay fixated where placed in the right ventricle as the helix mechanism would not fully deploy. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The event occurred in (B)(6).